Event description:
Related MFR report: 1627487-2020-32234, 1627487-2020-32235, 1627487-2020-32236 and 1627487-2020-32383. Additional information obtained identified this device was reported in error as the device did not contribute or was not involved in the reported event.

Manufacturer narrative:
There was an allegation of safe mode. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing. Correction: section h6 - device codes correction: section b5.

Event description:
Additional information indicates the patient's ipg entered into safemode. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-32234, 1627487-2020-32235 and 1627487-2020-32236. It was reported the patient was not receiving effective stimulation therapy from the drg system. Reportedly, the patient only has partial therapy coverage on the left side. Surgical intervention may be taken to address the issue.